Event description:
Additional information received reported that the patient had good coverage post revision and the patient had not been back to see the healthcare professional (hcp).

Event description:
It was reported that the patient had good coverage after implant of their implantable neurostimulator (ins). A week after implant, a friend of the patient asked them to go for a walk on an 80 acre corn field and after walking the field their stimulation was ¿not the same¿. It was reported that the patient¿s coverage had changed and x-rays were performed which confirmed that the lead had moved (which was noted as the cause of the issue). Other diagnostics/troubleshooting that were performed included impedance testing and reprogramming. Patient symptoms associated with the event of less than (B)(6)% therapy relief at the lead location were reported. The patient was scheduled for a lead revision on (B)(6) 2014. The patient status at the time of the report was noted as ¿alive no injury¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received about a month later clarified that the lead was revised and nothing was explanted. Since the revision was done, the patient had not received the same level of therapy as before. Reprogramming was done today and the patient thought it helped, but wasn¿t sure. They tried different programs and the patient thought it might have been better. The system was functioning normally as far as impedance went, as the impedances were all good. An x-ray was scheduled and options were going to be discussed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient did undergo a lead revision. The same lead was used. The lead was placed at s3 and had backed out of position. The doctor repositioned the lead and anchored. The patient reported good coverage after the revision.